Event description:
It was reported that during a low anterior resection procedure, the blade broke. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.